Event description:
A malfunction alarm was reported with the pump while it was in use, but the customer declined to provide details on whether their blood glucose level exceeded 500 mg/dl. Technical support assisted the customer in attempting to load a new cartridge, but the issue persisted, and the pump could not resume insulin therapy. As a corrective action, the pump was replaced under warranty, and the customer was instructed on returning the faulty pump and using multiple daily injections as a temporary backup therapy.